Event description:
Patient reported a right "ruptured prosthesis." Healthcare professional later reported "grade IV baker contracture" and "presenting great discomfort, pain and visual and tactile changes to the implant." Later reported "a small laminar and hyperechoic peri-implant collection that may correspond to extracapsular rupture or gel bleed" and "axillary lymph nodes on the right with ultrasound appearance suggestive of silicone infiltration" via us report. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy, seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, capsular contracture, lymphadenopathy, seroma device evaluation :device photograph(s) for the device related to the reported event of rupture, lymphadenopathy, seroma-late, silicone migration and capsular contracture was requested on july 10, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Patient reported a right "ruptured prosthesis." Healthcare professional later reported "grade IV baker contracture" and "presenting great discomfort, pain and visual and tactile changes to the implant." Later reported "a small laminar and hyperechoic peri-implant collection that may correspond to extracapsular rupture or gel bleed" and "axillary lymph nodes on the right with ultrasound appearance suggestive of silicone infiltration" via us report. Device was explanted and replaced.